Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2006. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications noted with the procedure. The patient was first seen post-operatively (B)(6) 2006 and did not present with any complications. The patient was seen again (B)(6) 2006 and did not present with any complications. The patient returned to see the physician (B)(6) 2006 and presented complications of the inability to stop the stream of urine while voiding. The patient was noted to be taking medications for urge incontinence. The type of medication and dosage are unknown. The patient was seen again (B)(6) 2012 and complained that she tenses her pelvic muscles during voiding, causing a slower flow of urination. The patient was last (B)(6) 2013 and was able to empty her bladder. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.